Event description:
An 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of a 55 mm abdominal aortic aneurysm. At the time of implant the aortic neck measured 25 mm in diameter, aortic neck length 30 mm, 5 degree angulation of the aortic neck and there was no aortic neck thrombus. It was reported that approximately 24 months post stent graft implant a recent CT scan demonstrated that the iliac extension stent graft had separated distally form the contralateral limb. The aneurysm has not enlarged. It was reported that during the initial implant there was only 2mm of overlap between the iliac limb and the contralateral limb. The physician elected to place an aneurx 16 mm x 11.5 cm iliac limb and the type iii endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak). Incorrect technique/procedure (inaccurate delivery of the iliac limb during the initial deployment). Conclusions: device failure related to user handling (inaccurate delivery of the iliac limb during the initial deployment). Secondary intervention required.